Event description:
It was reported that a malfunction occurred with a specific code displayed. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, and the malfunction did not recur after the reset.